Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to low battery voltage. Based on all available parameter and usage information, device longevity was found to be below expected limits. The battery was sent to the manufacturer for further analysis and no anomaly was found. The cause for the premature battery depletion could not be determined.

Event description:
It was reported that the device could not be interrogated. The battery voltage measured 2.51v on (B)(6) 2010. Attempted interrogation with different programmers was unsuccessful. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.